Event description:
A pt underwent initial aaa repair in 2008. The pt had a aaa with a left iliac aneurysm that was embolized at the hypogastric and extended slightly beyond the hypogastric origin. No endoleaks noted immediately post-operative. The pt received a zenith main body and two zenith iliac legs. At a one year follow-up, the iliac aneurysm had progressed and the seal was no longer obtained. A secondary intervention occurred in 2009. The physician extended the originally placed zenith iliac leg with zenith zt iliac leg farther down into the external iliac and the endoleak was gone. The current condition of the pt is unk.

Manufacturer narrative:
Event evaluation: still under investigation.